Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their whole system removed and replaced on (B)(6) 2017 because it was broken. No patient symptoms were reported. No further complications were reported/anticipated.